Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a calibration error and sensor error. Customer's blood glucose was 415 mg/dl due to treating for an over-delivery of insulin. Customer reported to have forgotten that she already gave a bolus for dinner and gave another bolus. Customer treated with food and blood glucose elevated. Customer was advised to change sensor. Customer declined troubleshooting for high blood glucose due to knowing the reason for high blood glucose.